Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the hospital complaining of dizziness. Upon interrogation, the device showed rv loss of capture (loc), oversensing, and inhibited pacing on the rv lead. The lead was tested and the pacing impedance measurements were low, out-of-range, between 100-200 ohms. The physician elected to immediately explant and replaced the rv lead, due to the patient¿s symptoms and the low pacing impedance measurements. This lead was explanted and a new rv lead was implanted. Measurements with the new lead and chronic pacemaker were within normal range. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.